Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical reported oozing from the groin site on the first day of the case, which was resolved with manual pressure. The product was not returned for investigation. The cause of the bleeding and hematoma was not determined due to insufficient clinical details and no product returned. Regarding, the pump suction, clinical reported suction events occurring on the first day, which were resolved after administration of fluid bolus. The product was not returned for investigation. Data logs show that at the time of the suction alarms, placement signal was exhibiting a slight downward trend. There were no motor current spikes outside of p-level changes. The cause of the suction was most likely patient related, because data logs showed a downward trend in placement signal, and the clinical stated the suction resolved when volume was administered. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced access site complication and suction events, prior to the impella placement, an intra-aortic balloon pump was successfully attempted due to a pump failure. The decision was made to switch to an impella cp, which was successfully placed without incident in the right groin. The patient received 8000 u heparin intravenous-procedurally. Activated clotting time was 252 seconds at the end of the case. The patient was transferred to the unit on impella mcs. When on the unit, the support level was dropped from p-9 to p-7 to break the suction. The patient was administered 250 milliliters of albumin bolus and was responsive to the fluid bolus. Suction events stopped and was resolved. Additionally, the patient experienced groin site oozing. The dressing was removed, and pressure was held over the insertion site until oozing stopped. A large, firm hematoma was also noted in the right groin (notedly not present in the catheterization lab at time of departure). Labs revealed a drop in hemoglobin and the patient received one unit of packed red blood cells. Distal pulses were confirmed present by doppler. The patient continued on mcs for an additional five days before being successfully weaned and the device was explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿